Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) between 30-50 mg/dl; cause was unknown. Orange juice was consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management. Although requested, the customer declined to upload the pump data logs for tandem technical support to perform a log review. Reportedly the customer had manual injections as alternate insulin therapy.